Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances greater than 2000 ohms. In addition, episodes were stored that appeared to be noise with oversensing. No inappropriate therapy was delivered. Surgical intervention was performed and the lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were two segments of the lead returned, but due to the condition of the lead it was unclear if the entire length was received. At 310 to 323mm from the tip, there was trilumen insulation and webbing damage between all three lumens along with abrasion and wear that went through to the proximal high voltage lumen. The insulation on the rate/sense conductor coil also was abraded and worn. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/first-rib region. X-ray evaluation of the segments found no anomalies other than a stretched rate/sense conductor coil toward the tip due to the extraction. Resistance tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Analysis finding of an exposed sensing conductor could cause noise as noted in the field observation.